Event description:
Device 1 of 2. Reference MFR report: 1627487-2014-26414. It was reported the patient was not receiving effective stimulation on her left leg. Reprogramming was unable to resolve the issue. X-rays were taken and showed the lead had migrated downward. Reprogramming is pending to address this issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.